Event description:
It was reported the patient presented with inappropriate shocks. Upon lead revision a fracture of the tip conductor was suspected as any connection with the tip resulted in out of range impedance and noise on the lead. The pace/sense portion of the lead was removed from service, and a previously implanted 5076 lead was utilized for pacing/sensing. No patient complications have been reported as a result of this event.

Event description:
It was reported that a fracture was suspected, with out of range impedance and noise on the lead. The pace/sense portion of the lead was removed from service, and a previously implanted 5076 lead was utilized for pacing/sensing. It was further reported that approximately three months later, the 6949 lead was explanted, due to high impedance.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: distal conductor fracture; proximal segment returned. Other: it was reported that a fracture was suspected, with out of range impedance and noise on the lead. The pace/sense portion of the lead was removed from service, and a previously implanted 5076 lead was utilized for pacing/sensing. It was further reported that approximately three months later, the 6949 lead was explanted due to high impedance. Actual device involved in incident was evaluated, electrical tests performed. Mechanical tests performed; visual examination: component/subassembly failure. Lead conductor. Device was out of specification in a manner that relates to event impedance, high interference lead(s), fracture of, shock, inappropriate.